Manufacturer narrative:
The component was not returned for manufacturer evaluation. It was reported that the facility biomedical engineer replaced power management board that was reported to resolve the issue.

Event description:
It was reported that the a 35 volt supply and back up alarm failure occurred. There was no patient impact.